Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous radial artery. This 2.5mm x 20mm x 144cm coyote es mr balloon catheter was advanced but failed to inflate. It was noted that their was a pinhole in the balloon. The procedure was continued with another of the same coyote balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous radial artery. This 2.5mm x 20mm x 144cm coyote es mr balloon catheter was advanced but failed to inflate. It was noted that their was a pinhole in the balloon. The procedure was continued with another of the same coyote balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the balloon tightly folded and with no indication of positive (inflation) pressure. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from the tip. Magnified inspection revealed the inner shaft was separated near the distal end of the bi-component weld. The inner shaft fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the inner shaft fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).